Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic video-assisted thoracic surgery (vats), upon the third firing, the surgeon was able to squeeze the handle, but the device jammed. No clip was loading into the jaws. The scrub technician was handed the faulty device and tried to fire it outside the patient on the sterile trolley and no clip came out. Upon a couple of firings, this scrub technician saw the clip was jammed at the distal tip of the device. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the jaw leg could not be reset in its proper position. The instrument could not be cycled. It was reported that upon the third firing, the surgeon was able to squeeze the handle, but the device jammed and no clip was loading into the jaws. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and or the shaft during firing may result in an improperly formed clip and possible bleeding and or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.